Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report of the medstation es main (failure in drawer 1.2 and was not detected on the bus) was confirmed by fse and subsequently confirmed in the dchu testing and inspection process. According to work order (wo) 02078757. The fse reported that inspected and found the bus cable damaged, so replaced the bus cable. Then, inspected and replaced the controller of drawer 1-2. Diagnostics were performed, the final test was executed, and the results were recorded. The customer carried out the test. During dchu visual inspection: pn 120547-01: the "assy cbl pyxibus 6 drawer" was received with exposed copper strands and black marks. Pn 151622-01: the "pcba dwr cntlr v1.10/v1" was received with no signs of physical damage, fluid ingress or missing components. During dchu testing: pn 120547-01: the testing from dchu was not required due to signs of thermal damage observed during the visual inspection. Pn 151622-01: was evaluated on an esd protected surface with a calibrated dmm and it passed during the resistance testing on components d501, mosfet q501 & q601. A functional testing was performed using a dchu hta equipment and no issues were found. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue was identified as a faulty "assy cbl pyxibus 7 drawer" due to the exposed copper strands with signs of thermal damage, caused by continuous rubbing or friction between the cable and the chassis, which ultimately compromised the station's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 1.2 not detected on bus, which located on smeremg. As per part investigation, it was determined that there was faulty assy cbl pyxibus 7 drawer due to the exposed copper strands with signs of thermal damage. There were no adverse events or injuries reported based on this event.